Event description:
It was reported by a customer on (B)(6) 2011, the fiber stopped working in the first five minutes at 17,898 joules. No add'l info was provided in regards to why the fiber stopped working. No pt injury was reported.